Event description:
Asr xl acetabular system - left; reason(s) for revision: component loosening - confirmed cup not the femoral head loosening as previously reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Event description:
The patient was revised to address loosening and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Product complaint # (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Asr revision ages/pharmed ref (B)(4). Asr xl acetabular system - left. Reason(s) for revision: component loosening - confirmed cup (see att email). Update : system, revised hip, surgeon and reason for revision (confirmed cup) as per update email (B)(4) 2013. Doi: (B)(6) 2007; dor: jun 21,2011; left hip.